Manufacturer narrative:
Concomitant medical product: 5086mri52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection at the implant site. Cultures were taken. No further patient complications have been reported as a result of this event.